Event description:
It was reported to boston scientific during an endoscopic retrograde cholangiopancreatography of the common bile duct the sphincterotome's cutting wire detached from the catheter. The case was completed with the use of another similar device. The pt is reported to be fine.

Manufacturer narrative:
.